Manufacturer narrative:
Details of complaint: the customer reported experiencing comm loss for seven of their telemetry transmitters being monitored at the central nurse's station (cns). No patient harm or injury was reported. Investigation summary: the root cause of this event cannot be determined. Multiple attempts at obtaining additional information were made without results. Review of the serial number found no recurrence of this issue.

Event description:
The customer reported experiencing comm loss for seven of their telemetry transmitters being monitored at the central nurse's station (cns).

Manufacturer narrative:
The customer reported communication loss displayed at central station for 7 of the telemetry beds. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported communication loss displayed at central station for 7 of the telemetry beds. No patient harm was reported.